Manufacturer narrative:
Pt info:unk. This product is not marketed in the us. Health effect- clinical code (B)(4). Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6 implantable collamer lens of -11.50 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was exchanged with a different diopter lens due to refractive surprise and dizziness. The exchange resolved the problem. Cause is reported as unknown.

Manufacturer narrative:
H3- device evaluation: lens was returned dry with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications; however, functional inspection found the lens sphere to be out of specification. H6- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).